Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. It was reported that the retaining wire has obvious signs of usage. The reported event is confirmed. The manufacturers evaluation revealed that the ropes are defective which caused the reported event. The most likely cause for the reported failure can be attributed to wear and tear.

Event description:
It was reported that the retaining wire has obvious signs of usage. The problem was noticed after the surgery/ treatment. There was no harm or adverse event for patient, operator or third party reported. No further information received.